Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 377 mg/dl at the time of incident and 440 mg/dl at the time of call. Customer's different blood glucose were 450 mg/dl and 350 mg/dl. Customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege insulin pump was under delivering. Customer declined to perform the high pressure test. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.